Event description:
A (B)(6) y/o female was admitted on (B)(6) for oht bicaval/aicd removal. Her pmh includes ischemic cardiomyopathy, chf, htn, hl, and CABG. Pt ordered epinephrine 2 mg/250 ml at 8 mcg/ml IV infusion to be titrated to cardiac index > 2. Alaris pump was malfunctioning and new pump was ordered. Pt rec'd 75 ml of epinephrine 2 mg/250 ml (0.6 mg) inadvertently when pumps were switched. Pt's blood pressure elevated to 185 mmhg. Pt was treated with nicardipine 50 mg IV bolus and fentanyl bolus. Blood pressure normalized within 1 - 3 mins. Recorded bp on (B)(6) was 114/64 at 0658 and 124/58 at 1208. Event occurred while pt was on cpb.